Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. After charging the pump, it was able to be turned back on and it was noted that the pump history was inaccurate. There was no impact to the customer's blood glucose level.